Event description:
A hospital in (B)(6) reported that the heater wire in the expiration tube of an rt340 adult breathing circuit was "burned". No patient consequence was reported.

Manufacturer narrative:
(B)(4). Corrected data: the initial report stated that the complaint was reported by a hospital in (B)(6). This has been updated to (B)(6). Method: the complaint rt340 adult dual heated evaqua breathing circuit was returned to fisher & paykel healthcare (B)(4) for evaluation. Result: visual inspection revealed brown secretions in the inspiratory limb near the y-piece. The hospital failed to provide any additional information regarding the event despite multiple requests for information. A lot check could not performed as no lot number was provided. Conclusion: we were unable to determine the root cause of the discoloration. The residue in the inspiratory limb may be caused by human secretion or a type of drug usage. No fault was found with the returned breathing circuit. The user instructions provided with the rt340 adult dual heated breathing circuit states: "this product is intended to be used for a maximum of 7 days." "Reuse may result in transmission of infectious substances, interruption to treatment, serious harm or death." No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that the heater wire in the expiration tube of an rt340 adult breathing circuit was "burned". No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is currently in transit to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.